Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touch verio2 meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the issue began on (B)(6) 2015 at 17.25pm. The patient alleged obtaining an inaccurate results of "4.6mmol/l" with the subject meter and "1.9 mmol/l" with another device (ot ultra 2), performed within 30 minutes. Based on statistical methodology, the calculated difference of these glucose results does exceed lifescan's criteria for precision/accuracy. The patient manages their diabetes with a combination of diabetic medications. The patient claims they developed symptoms of "sweaty and dry mouth" and a short time later at approximately at 6pm they self-treated with food and drink and then felt ok. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the correct approved sample was used and the patients testing steps were found to be correct; however the test strips were found to be either open past their discard or expiry dates and/or the test strips were stored incorrectly. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.